Manufacturer narrative:
The customer¿s reported complaint of dim led display boards were confirmed and replicated on the returned components during the testing process of the investigation. Device history review: review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 05/28/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/09/2019 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only assy display boards received and investigated.

Event description:
It was reported that during a remediation process it was discovered that the leds in the display board of six pump modules were dim and difficult to distinguish the numbers displayed. There was no patient involvement.